Manufacturer narrative:
Conclusion = this mitroflow valve was explanted after 5 years and 6 months due to a reported prosthetic stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors (valvular heart disease, hypertension, dyslipidemia and hypercholesterolemia) may have contributed to the structural valve deterioration observed in this mitroflow valve. The results of the investigation are summarized in the attached technical report.

Event description:
The manufacturer was notified on 22 december 2014 that mitroflow valve (12a23, s/n (B)(4)) was explanted after 5.6 years due to svd-calcification. No other information was provided.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (12a23, s/n (B)(4)) was explanted after 5 years due to svd-calcification. No other information was provided.

Manufacturer narrative:
Results: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group canada inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The full histopathological evaluation will be performed upon return of the explanted valve.